Event description:
It was reported by the patient that the lead was capped and replaced due to "being bad." Further investigation with the clinic revealed there had been noise on the lead. The patient has had increasing numbers of longer sustained vt since replacement, but continues to do well as of one month ago. Additional information received reported the lead was fractured.

Manufacturer narrative:
Other text : it was reported by the patient that the lead was capped and replaced due to "being bad." Further investigation with the clinic revealed there had been noise on the lead. The patient has had increasing numbers of longer sustained vt since replacement, but continues to do well as of one month ago. Additional information received reported the lead was fractured. No conclusion can be drawn. Interference, lead(s), fracture of.